Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. A functional check found that the basket of the device is 1/2 opened and cannot be fully closed or fully opened. The sheath of the device is damaged at the handle and prevents the basket from functioning. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to handling damage.

Event description:
It was reported that at an unspecified time during a ureteroscopy procedure, the escape stone retrieval basket kinked and "pulled apart". No further information is available, however, it was noted that the patient's condition is "stable".